Manufacturer narrative:
Concomitant products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was sitting at their computer today when it felt as though the ¿wire broke.¿ it was noted that the patient felt up their back and could feel a void where the wire normally was. It was noted that the patient had been nauseous for approximately 3 hours. It was noted that the patient had increase pain in the back and down the right leg, where the pain was usually controlled by the device. It was noted that when the patient pressed on that area the pain got worse. It was noted that the patient usually always had the setting at 0.9 which was what the setting was when the patient synched to the device today. It was noted that the patient got assistance turning the ins off with the patient programmer over the phone.